Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually reboot. Data download could not be performed because the receiver would not boot up. The receiver case was opened to download data log directly from the ui pcba board. There were no errors found related to the complaint. A speaker resistance test was performed and did not confirm the reported event of no audio output. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/14/2016, to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually reboot. Functional testing and manual "try it" could not be performed due to the perpetual rebooting. Data download could not be performed because the receiver would not boot up. The receiver case was opened to download data log directly from the ui pcba board. There were no errors found related to the complaint. A speaker resistance test was found to be performing within specification and did not confirm the reported event of no audio output. A root cause could not be determined.